Manufacturer narrative:
Additional narrative:(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device had a part missing and there was a loosened part at the engine was confirmed. An assessment was performed and found that the motor rotations per minute (rpm) was below specification and the device had a loose component. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the before an unspecified surgical procedure it was observed that the motor device had a part missing and there was a loosened part at the engine. During in-house engineering evaluation it was found that the device rotations per minute were below specification. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.